Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced difficulty emptying bladder. The patient was unable to empty her bladder fully. It was noted that some voids were "decent" amount sand others were dribbles. Pvr (post void residual) was 1200 ml. The patient was shown and demonstrated self catheterization (self cath). The patient was instructed to self cath every 4 hours for the next week. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00042.

Event description:
Additional information received indicated that the continued to have difficulty emptying the bladder, but that pvrs (post void residuals) were improving. The patient was to decrease self catheterization (self cath) to am/pm only. Per a patient phone call, her pvr was at 25ml per void. She was then instructed to self cath now that she has "normal" pvr. The event was considered resolved/recovered with no sequelae on (B)(6) 2016.